Event description:
It was reported that during a rotator cuff repair procedure using the magnum2 plus knotless implant, the snare broke while it was being tensioned. The procedure was completed using a backup implant; however it was necessary to drill a new bone hole. There were no significant delays or pt complications reported as a result of this event.